Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the pacemaker exhibited high capture threshold and low sensing. It was also noted that the right ventricular lead had dislodged which resulted in high capture threshold and low sensing. The lead dislodgement was confirmed by x-ray. No intervention was performed on the pacemaker; the lead was explanted and replaced. The patient was in stable condition.